Manufacturer narrative:
All available information was investigated and the reported clip open while locked, inability to remove the lock line, inability to close the clip and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported inability to remove the lock line. The clip opened while locked and inability to close the clip appear to be due to the user error forcefully pulling on the lock. It should be noted that the mitraclip instructions for use instructs the user to grasp one of the free ends of the lock line, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line. In this case, it was reported that the lock line became stuck after removing roughly 10%. The physician pulled with more force to remove the lock line. This deviation contributed to the reported clip actuation issue. The reported foreign body in patient was due to the inability to remove the lock line. Foreign body in patient is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked, inability to remove the lock line, inability to clip the clip and foreign body in the patient. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Patient had a flail and prolapse of the both leaflets. An xtr clip was inserted and successfully deployed. To further reduce mr, an ntr clip was inserted and placed laterally of the implanted clip. While attempting to deploy, the lock line became stuck after removing roughly 10%. The physician pulled with more force and was able to remove half of the lock line. However, at this time the clip opened to roughly 80 degrees. The physician then attempted to reclose the clip, but was only able to close it to roughly 60 degrees. Although it was only closed to 60 degrees, it was noted to be stable. Therefore, the physician decided to deploy the clip, then attempt to remove the remaining portion of the lock line. After deployment, the steerable guide catheter (sgc) and clip delivery system (cds) were removed. While attempting to remove the lock line, it was observed the clip had opened roughly 80 degrees. The lock line was still unable to be removed; therefore, it has to be cut, resulting in half of the lock line remained in the anatomy. To stabilize the clip, an additional ntr clip was inserted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.